Event description:
It was reported that the patient had had no issues with his device until recently. Two weeks prior, the patient fell on his right side but caught himself midstream on the way down and did not land on his device. The patient had the stimulation on for 4 days straight and afterwards, he had pain coming out from around the machine and down through the intestinal area. It was reported to be almost like a puffiness and swelling and was also red. The area around his incision was irritated, as well as the bottom of the device itself. The patient had also had some colds and chills going on for two weeks. It was stated that the patient felt like the battery was leaking and felt a battery acid (burning) sensation around his device and into his intestines, which started as a stomach cramp. The symptoms were noted to have occurred after the fall. The patient's implant was noted to be on the left hand side, on his stomach, and he could feel "the sensation". It was indicated that the patient had had 7 surgeries and was on medications but the stimulation therapy got him off the medications. The patient's original battery life was estimated at 5 years and he went through a period of time where he didn't want to have anymore surgeries, but he hadn't seen the light that indicated the battery needed to be replaced yet. It was indicated that the patient's original injury was a diesel tank falling on him and the stimulation helped him. The patient was sick going through withdrawals (nausea and vomiting) prior to his implant within 2-3 weeks. The patient felt better and had experienced flare ups with spasms which was his number one problem because he was unable to move. It was noted that the patient's stimulation was working great.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: unkn-ld, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).